Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined. One fin and one cracked barrel were noted. The holes also have thin walls.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke off from the needle. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.